Event description:
Firefighters responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and powered on. According to the rptr, the device alarmed connect electrodes constantly despite troubleshooting patient/device connection. Paramedics arrived with a manual defibrillator, disconnected the device and connected the electrodes to their defibrillator, which operated properly, and resuscitated the pt.